Event description:
It was reported by the physician that there was "an issue" with the port of the device. The physician was not able to get good contact when inserting the lead. The physician did not use the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.